Manufacturer narrative:
Additional information: section h3, device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture showed a scratch/crack like wavy mark, with an approximate length of 1.5 to 2 mm, located in the lens optical center. Per the mark's location it is possible to result in potential visual impact; however, the actual impact as well as the incident root cause cannot be determined from a picture assessment. The complaint issue "cosmetic issues" was not identified during photograph evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: n/a - lens remains implanted, therefore not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of the preloaded monofocal intraocular lens (iol), the surgeon noticed scratches on the iol optic. There was no patient injury reported. No medical or surgical intervention were required. No further information was provided.